Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager refrigerator door was failed. A field service engineer (fse) powered off the device, removed and replaced the tape on the housing and also replaced the latch to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager refrigerator door was unable to close. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager fridge door was unable to close. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.